Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has provided the event logs and data set and the eval is pending. A follow-up report will be submitted with failure investigation results once the eval is completed. Customer stated that product has been saved but will not be sent in at this time, pending results of the event log review.

Event description:
Biomed reported an over infusion of integrilin, stating the container was found empty too soon. The 100 ml bottle was hung as a primary with a concentration 0.75 mg/ml (75 mg in 100 ml) to infuse at 16.9 ml/hr. The profile used was not known. The pt had to remain flat for an additional 4 hours but no clinical effects resulted. There was no report of pt harm and no medical intervention required. Customer states no additional pt or event info is available.